Manufacturer narrative:
(B)(4). Batch #: t5dt6x. Investigation summary: the analysis results showed that one ecr60d reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. Batch records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Event described could not be confirmed as the reload was received fully fired. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a radical gastrectomy for gastric cancer, after the third firing, a few staples were malformed with irregular shapes and oozing. Oozing was stopped with compression hemostasis. There were no adverse consequences to the patient. No additional information could be provided.